Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to it medication reaction "stomach numbness".

Manufacturer narrative:
Concomitant medical products: product ID 8598a, lot#/serial (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type catheter h3: the pump was returned, and analysis found the catheter body was deformed in shape along with dislodgment allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial# (B)(6) implanted: (B)(6) 2018; explanted: (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-23, additional information was received from the patient, via a manufacturer representative (rep). Additional information reported the patient started to feel boluses in their abdomen versus the mid-back over the last few weeks. A catheter dye study was performed that was "normal" and showed the pump system was intact and functional. It was noted the catheter tip had migrated from t6 to t7 (also stated as t9). A catheter revision was scheduled for and performed on (B)(6) 2021. The existing spinal catheter was removed, a cerebrospinal fluid (csf) leak was repaired and a new spinal catheter was implanted at t6 posterior. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6)2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported that on (B)(6) 2021 the patient stated that the pump had improved their pain and they had no complaints or side effects. The event was noted to be resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4), implanted: (B)(6) 2018 product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 594.83649 mcg/day, bupivacaine 25.8 mg for a total dose of 7.67339 mg/day, and morphine 3.2 mg for a total dose of 0.95174 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient stated they still have pain in their back that the boluses are not helping with the pain anymore. The patient was wondering if they can take percocet. Percocet 5 mg was administered. It was noted the patient stated they used their boluses and their stomach was going numb after. A catheter dye study (cds) was ordered, and was ordered to determine if the catheter was in position. On (B)(6) 2021 a cds showed a migrated/dislodged catheter. It was noted a catheter revision was required and scheduled. The outcome was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain relief and stomach numbness. The etiology of the event (pain and catheter dislodgement) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The etiology of the event (stomach numbness and catheter dislodgement) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.